Event description:
Boston scientific received information that this product is to be part of a system revision due to infection. There were no additional adverse effects reported. Additional information received that the revision procedure was performed. The patient's skin around the device was thin. The system was explanted with a plastic surgeon. The patient had a difficult recovery from the wound due to anticancer drug or blood stanching. The pocket was opened several times to stop bleeding.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.